Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple change cartridge error messages while attempting to load a cartridge. Reportedly, the customer was able to resume insulin after successfully loading a cartridge. The customer's blood glucose level was not impacted.